Event description:
It was reported that the customer had two reservoirs that did not work. The customer stated that the o-ring fell off on one of the reservoirs and that the o-ring was twisted on the other reservoir. The customer stated that this occurred eight days prior. The customer's blood glucose was unknown. The customer stated that this issue did not lead to a serious injury or hospitalization. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.